Event description:
Complainant reported leakage from the port(s) of a gastrostomy tube. It was reported that the tube was placed in 2007 and removed the next month. The g-tube leaked immediately, and when the tube is below pt's breastbone, the flush port leaks.

Manufacturer narrative:
.